Event description:
Information received with return of the explanted device notes a "pacemaker malfunction, failure to capture (atrium or ventricle)" and that the feed through wire to the tip electrode of the venticular lead was black instead of silver in color. The patient had coronary artery disease. The patient's cardioactive medication was listed as digoxin.~~~~~~